Event description:
Reporter indicated a vns hp jornada handheld computer was freezing on the "hp invent" screen and this did not resolve with performing resets or leaving the battery out for several minutes. The computer and flashcard have been requested for return, but have not been received to date.